Event description:
It was reported that, during a hydrosurgery procedure. The versajet ii console turned off completely and all ports were disconnected and a minute later the console turned on again with no error message. After 23 minutes an explosion was heard and the equipment turned off and again all ports were disconnected and a minute later it was tried to turn on with no success. Also, at the beginning of the surgery the versajet plus assy, 45 degree x 14mm had a leak of saline solution. It was unknown how the procedure was finished. There was no significant delay. Patient was not harmed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include a component failure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.